Manufacturer narrative:
A customer care center (ccc) specialist was contacted by the customer. The ccc reviewed the data supplied. The ccc found that quality control (qc) was in range and no related errors in the event log was found. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse performed a total service visit and reviewed the event log. The cse replaced the gas spring. The cse inspected all fluid bottle, acid and base pump, all diluter caps and fitting, probe tubing and pressurized and unpressurized manifolds, luminometer and instrument vacuum for leaks, no leaks were found. The cse then cleaned all aspirate probes and verified performance. The cse verified the calibrations and cleaned the reagent probes. The cse recalibrated the sample probe. The cse then ran a precision test with qc material, resulting in range. The cause of the discordant, (B)(6) surface antigen result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on an advia centaur xp instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument in duplicate, resulting (B)(6). The customer ran confirmatory tests, twice, resulting invalid. The customer repeated the same sample for (B)(6) in duplicate, both resulting (B)(6) . The customer reported out "(B)(6) " to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) surface antigen result.